Manufacturer narrative:
On (B)(6) 2021, mentor received additional information via (FDA mw5097997) that the patient also experienced the following: symptoms of breast implant illness, weight gain, joint pain, back pain, and vision issues. It was also reported that the implants were rippled. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of event was erroneously omitted from the follow-up report sent on (B)(6) 2021. The date of event has been properly populated. Manufacturer¿s reference number: (B)(4), section b 3. Date of event: (B)(6) 2018.

Manufacturer narrative:
On august 11, 2020, mentor became aware that the following information were erroneously omitted from the initial report sent on june 23, 2020: the date of diagnosis for the symptoms was (B)(6) 2020 and the patient underwent bilateral removal without replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient of unknown age, who underwent breast prosthesis implantation surgery with two 595cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including blurry vision, fatigue, shoulder pain, neck pain, constant breast pain, and vertigo. Diagnosis was done by a physician and a surgeon. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2020. This medwatch form is for the right breast prosthesis.